Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained hydromorphone [30 mg/ml] at a dose of 0.187 mg/day. It was reported a motor stall was seen at initial interrogation. It was unknown if the patient recently had an MRI. The representative stated the patient¿s pump was replaced on (B)(6) 2017 as it was ¿faulty¿. Per the event logs, a motor stall occurred on (B)(6) 2017, and it was unknown if the patient had an MRI at that time. A tube set message occurred on (B)(6) 2017, and the motor stall recovery occurred on (B)(6) 2017. On (B)(6) 2017, a motor stall occurred again, and it was unknown if the patient had an mr on that day. On (B)(6) 2017, there was a motor stall recovery, another motor stall, and another recovery. The representative stated he would send the affected pump back to the manufacturer for analysis. No patient symptoms/complications were reported.